Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a low blood glucose (bg) level, value was not provided; cause was not known. The customer was treated with intravenous fluids of saline to address bg. Customer was discharged from the ICU on 9/19 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.